Event description:
It was reported that a patient experienced low glucose and contacted support; the agent provided guidance consistent with a fast-acting carbohydrate recommendation and assisted the patient in setting up the ilet mobile app, after which insulin delivery was initiated. Symptoms included shakiness, sweating, and feeling hot. Outcomes included self-treatment with oral glucose via peanut butter crackers and root beer, with no report of medical intervention or hospitalization. Investigation included troubleshooting and education completed by support. Investigation of this case revealed an adverse event of hypoglycemia with an unclear cause; no device malfunction was identified based on the information available. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.